Event description:
Physician reported capsular contracture (baker grade ii-iii).

Manufacturer narrative:
Patient year of birth (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade iii).

Event description:
Patient reported "patient's part of the chest began to bulge forward", "abstract peculiarities were visible on the ultrasound". Physician later confirmed capsular contracture (grade iii). This relates to the left device. Device has been explanted.